Manufacturer narrative:
(B)(4). The report that the spring wire guide was kinked was confirmed through examination of the returned sample. The customer returned one guide wire within its advancer tube for evaluation. Signs-of-use were observed on the returned guide wire, which contradicted the report that the damage was observed prior to use. The customer was asked for clarification regarding this discrepancy, and it was restated that the damage was observed prior to use. Visual inspection of the guide wire revealed two kinks towards the distal end. Microscopic examination confirmed the damage. The kinks on the guide wire would have been located within the guide wire cap and straightener tube during packaging, shipping, and storage. It was observed that the straightener tube and end cap were missing from the guide wire advancer assembly as returned by the customer. Both welds were observed to be full and spherical. The kinks in the guide wire measured 9mm and 15mm form the distal end. The guide wire total length measured 687mm, which was within the specifications of 679-687mm per product drawing. The kink and the guidewire length were measured via calibrated ruler. The guide wire outer diameter (od) m easured 0.81mm via calibrated caliper, which was within the specifications of 0.788-0.826mm per product drawing. The guide wire was functionally tested using a lab inventory arrow raulerson syringe (ars) and 18 ga introducer needle based on the instructions-for-use (IFU) provided with the kit which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the guide wire were able to pass through both components with no resistance. A manual tug test confirmed both welds were intact. The instructions-for-use (IFU) provided with the kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." A device history record review was performed, and no relevant findings were identified. The portion of the guide wire that was kinked would have been protected within the assembly tubing during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. In addition, signs of use were observed on the returned sample, which contradicted the customer report that the damage was observed prior to use. Based on these circumstances, the root cause of this investigation was undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the front of the guidewire was bent prior to use on the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the front of the guidewire was bent prior to use on the patient.